Event description:
It was reported that during a photo vaporization of the prostate procedure, the fiber was forward firing since the beginning of its use. The procedure was completed with a second fiber. There were no patient complications, and the procedure staff was unharmed.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was forward firing since the beginning of its use. Patients and staff were all wearing protective ppe/goggles and were unharmed. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap. The metal cap exhibited severe debris adhesion on its surface, suggesting tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.